Manufacturer narrative:
(B)(4). The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The insulin pump had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened domes switches (no crease). During visual inspection, the keypad connector on the lcd board was found locked properly. The insulin pump had minor scratched display window, cracked battery tube threads, cracked belt clip slot and scratched reservoir tube window. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017 due to heart failure. The customer's blood glucose was 160 mg/dl at the time of admission. The date of hospitalization was not provided. The customer¿s blood glucose was unknown at the time of death. The caller stated that the customer had other health issues or illness such as congestive heart failure and kidney failure that may have led to the customer's passing. The caller did not allege under or over delivery of the insulin pump. The customer was not wearing the insulin pump at the time of death. The device was removed from the customer to use pads due to cardiac event. The customer was using sensors. The caller agreed to return the insulin pump for analysis.